Event description:
A break was found in the tubing coming out of the huber needle close to the microclave. Noticed was leaking while flushing line. It wasn't until after we had other children who had the same break in their huber needle line that we became suspicious that this break could have contributed to this patient's infection even though we found the break after the blood culture was obtained. All in all we have reported 7 line breaks to the manufacturer. FDA safety report ID # (B)(4).